Manufacturer narrative:
(B)(4).device is combination product.device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Strut rows at the proximal end of the stent were raised. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. Access was obtained via the femoral artery. The 85% stenosed, 2.25x30mm target lesion was located in the moderately tortuous and mildly calcified distal left circumflex (lcx). The lesion was predilated and then a 2.25x32mm taxus liberte stent delivery system (sds) was advanced to the lcx; however, the device was unable to cross the lesion. The physician tried to the cross the lesion with the taxus liberte sds several times without success. The device was removed from the patient and the procedure was successfully completed with two shorter 2.25mm stents. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.